Manufacturer narrative:
The part has been disposed of by hospital staff after the repair was made.

Manufacturer narrative:
The getinge field service engineer (fse) plugged the unit into different outlets, but no power was sent to the machine and the batteries would not charge, despite the fact that the unit was plugged into 120vac wall outlet for several hours. However, the power cord passed tests performed. In attempts to resolve this issue, the fse replaced the cart bulk power supply, and the unit was able to turn on with ac power. The fse tested the unit with the battery power, but the batteries would still not charge. The fse successfully fixed the issue by replacing the power supply monitor and power management board. The batteries began to charge and both the ac and battery supply can be used to power the machine. The fse completed the pm service, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the initial reporter named is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit would not start, and the batteries would not charge. There was no patient involvement, and no adverse event reported.